Event description:
In (B) (6) 2009, the pt experienced reported pain and redness over the pump pocket site for a week or two. The pt had fallen on the side of his body containing the device, but wasn't sure if the fall coincided with his symptoms. His hcp planned to convert him to oral medications. He lost his insurance. The hcp reported that the pt could no longer afford for his pump to be filled or be seen in clinic. Approx 6 months later, a critical pump alarm was heard. The field representative confirmed with telemetry it was due to zero ml reservoir volume being reached. The pump reservoir had been empty for 6 months based on the hcp report. The pt was seen in a different clinic. The pump was replaced due to having been stopped for over 1 year due to decrease in therapy effect. The pump was used to deliver morphine. There was no pt injury associated with the event. The pt recovered without sequela after replacement.

Manufacturer narrative:
(B) (4). The implantable pump and piece of extension have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.